Manufacturer narrative:
B3: date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Since the proct was unknown, similar product b3300t was used for the product code and 501k. E1: additional phone number: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
An email was received regarding a microclave in which it was reported that on an unspecified date over the weekend, n8/9w had another chemotherapy spill. In this situation, the spill occurred closer to the patient where the phaseal connects to patient¿s line. Because the chemotherapy included etoposide (which is bubbly), the nurses used an anti-siphon valve between the phaseal connector and microclave on patient¿s PICC line, and the disconnect occurred at this connection point. When discussing the spill with the nurses, they mentioned that the patient called stating that they heard a ¿pop¿ before the disconnection occurred.